Manufacturer narrative:
The customer was sent a replacement pump. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-(B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016, the customer reported to customer service that she had low suction with her pump in style advanced breast pump. The customer stated that she gets mastitis on a regular basis and stated that mastitis is coming back. She did not seek medical treatment at this time, but was treated with an antibiotic previously for mastitis while using her pump in style advanced breast pump. Our records show that the customer reported low suction with her pump in style advanced breast pump in (B)(6) 2015 but did not mention mastitis or give any indication of an adverse event.

Manufacturer narrative:
At the time of the initial medwatch filing, the product was not received and evaluated. The product was received on 1/16/2016 and evaluated by quality engineering on 2/15/2016. A product evaluation revealed that the breast pump did pass functional tests and operated within specifications.